Event description:
It was reported that on (B)(6) 2004 the patient presented with chronic pain in the low back, bilateral posterior-lateral hips, posterior thighs, calves and both feet (left greater than right). The patient had the preoperative diagnosis of left lateral recess and foraminal stenosis at l4-5; recurrent disk herniation at l4-5, left; retrolisthesis at l4-5; and lumbar spondylosis. The patient underwent surgery which consisted of minimally invasive transforaminal decompression and microdiskectomy at l4-5 on the left; interbody fusion at l4-5 (using bmp-2 bone growth material); placement of interbody cage at l4-5; non-segmental fixation at l4-5 on the left; posterolateral fusion at l4-5 on the left (using bmp-2 plus local allograft). Per the operative report "......he did have scarring from the previous surgery in the left lateral recess. Gradually worked through some of that bringing the dura and nerve root over medially. Had pretty good exposure of the nerve root that was not scarred and the dura not scarred above and below this level, but still fairly extensive scarring at this level. Did gently bring tissues over medially. Opened into the annulus of the disk space. Removed a large rectangular portion carried out extensive curetting of the disk space....... At this point, then we measured the distance across the interspace. Felt this would require a 13 mm cage height. Used an 11 x 13 cage. Set up a large kit of bmp-2 material with soaking of the solution into the collagen sponges..... Then once the bmp-2 was ready; it had been cut up into small pieces and placed in the cage. The cage was put in place under fluoroscopic guidance and turned to an upright position and then gently tapped down to a slightly more lateral oblique position with good position finally on fluoroscopy. Covered the dorsal aspect of the cage..... Once the plate was secure. Re-checked the position with fluoroscopy. Then retracted the muscle laterally over the transverse process and placed one screw at both of the bmp soaked collagen out lateral over the transverse processes and had local autograft covering that strip of bone. Then placed another strip medially over the dorsal aspect of the pedicles and extending along the remaining portions of pars and inferior facet of l4. ¿¿.¿ no patient complications were noted.

Manufacturer narrative:
B)(4).

Event description:
It was reported that on b)(6) 2001 patient underwent mid l4-5. On b)(6) 2004 patient underwent a tlif l4-5 procedure using bmp. On b)(6) 2004 patient presents for post-op follow up with c/o pain. Suture were removed and ordered to continue brace usage. Per medical record CT reveals evidence of left pedicle screws at l4 and l5 which are intact with bony cage fusion at the l4-l5 level. On b)(6) 2004 patient presented for radiograph of lumbar spine which reveals "posterior fusion at l4-l5 with left sided transpedicular screw and plate apparatus. The patient is status post anterior fusion at this level with metallic cage apparatus, satisfactory alignment and small schmorl's nodes are noted throughout the lumbar region.' On b)(6) 2005 patient presented for CT of lumbar spine w/o contrast with multiplanar reformatting. Patient c/o low back pain. Per medical records CT reveals "intact left posterior fusion at the l4-l5 level with what appears to be bony fusion, there is perhaps relative spinal stenosis, a component of which is due to osteophyte formation at the l4-l5 level, significant predominantly left sided neural foraminal encroachment at the l4-l5 and the l5-s1 levels." On b)(6) 2004 patient presents for follow-up post-op with c./o soreness in lower back and left hip per medical record "patient is healing well. Ap/lat l spine indicates good alignment, cage positioning is good and metal fixation."

Manufacturer narrative:
(B)(4) . Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent tlif l4-5 fusion procedure from the left side in which rhbmp-2/acs and interpore cross product were used.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.